Event description:
It was reported that during an unk procedure, the battery was not working normally. The surgeon replaced the device with a new one and successfully finished the surgery. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 400c78. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 400c78, and no non-conformances were identified.